Manufacturer narrative:
Investigation summary: bd did not receive any photos or samples for investigation. Functional tests related to stopper function defects were conducted using 29 retained samples. None of these 29 samples exhibited second stopper creepout or stopper pop-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, one (1) tube leaked during pneumatic system transport. No adverse impact was reported regarding the patient or user.

Event description:
It was reported after using bd vacutainer® sst¿ blood collection tubes, one (1) tube leaked during pneumatic system transport. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.